Event description:
Clinical study. Same case as 6000093-2006-01648. It was reported that 156 days after a coronary artery drug-eluting stenting procedure the pt had a target vessel re-intervention (tvr). The index procedure treated 1 ostial, 90% stenosed target lesion located in the proximal right coronary artery (rca). The lesion was predilated with an angioplasty balloon at 6 atms. The physician implanted two overlapping stents, a 3x28mm taxus express2 drug-eluting stent (des) and a 3x12mm taxus express2 des. They were dilated up to 10 atms and there was good flow and good runoff. "The pt lost an acute marginal branch during the procedure, but this will return." "Post-deployment angiograms were performed and showed that the 95% stenosis in this area was reduced to about 5 to 10%." "After the procedure, his cpk was 53, mb 1.1, troponin less than 0.1 initially and it did go up to 3.5 after the procedure. This was probably related to the loss of the acute marginal branch." His ECG showed sinus rhythm, no q waves, and counterclockwise rotation. He was discharged 1 day post-index procedure on aspirin and plavix. The pt had a tvr of the target vessel 156 days post-index procedure. The pt was complaining of chest pain and was admitted for evaluation and the possiblity of coronary artery disease or restenosis in a previously dilated rca. Angiography of the rca showed ostial occlusion of 100%. "After review of the films, it was clear that the right coronary artery had developed in-stent restenosis and disease in the ostium of the rca." "We dilated throughout the previously inserted stent, as well as proximally. We then prepared a 3.0x18mm cordis drug-eluting stent and placed this is the distal vessel, sort of inside the previous stent. We also used a 3.0x13mm cypher drug-eluting stent and placed this proximally. There was good flow and good runoff. We post dilated the stent up to 11 atmospheres. During the procedure, the pt received angiomax and this was discontinued at the end of the procedure. At the end of the procedure, the 100% occluded right coronary artery was reduced to about 5-10%." The pt's hosp course was uncomplicated and the following day the pt was discharged on diovan,, toprol, plavix, aspirin, vytorin and nitroglycerin.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.